Event description:
It was reported that the programming handheld was having problems intermittently. The device was getting stuck on the blue dell screen. It started for the first time about two months prior, but in the past, the site had always gotten it to work. The issue was observed again on (B)(6) 2015, and as a result, the patient had to leave the clinic without having her device checked. They were unable to resolve the issue. The tc went to the office to troubleshoot, and reset the handheld three times. For all three attempts, the handheld rebooted, but then continued to be stuck on the screen alignment screen. The crosshair moved around but would not resolve. The edges of the handheld screen, especially the corners, were cleaned. Another hard reset was performed and when she got to the screen alignment screen, she pressed in the middle of the crosshairs for about 15 times, but it still did not advance past that screen. A replacement product was provided. The handheld and software were received for analysis. However, analysis has not been completed to date.

Event description:
Analysis was completed on the handheld, and it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. The flashcard and software performed according to functional specifications.